Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00x32mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and found that the stent struts were lifted up. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00x32mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and found that the stent struts were lifted up. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable. It was further reported that the target lesion had 60% stenosis and was mildly tortuous and severely calcified.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 3.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with mid-section struts lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00x32mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and found that the stent struts were lifted up. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable. It was further reported that the target lesion had 60% stenosis and was mildly tortuous and severely calcified.